Event description:
This case, reported by a healthcare professional, concerns a female of unknown age. The consumer first reported the event and later the husband. The patient's medical history was not provided. Concomitant medications included atorvastatin, medazepam and thiamine hydrochloride. The patient was taking human regular insulin, dosage unknown, and human insulin isophane suspension 20 iu and 10 iu, per day, subcutaneously via a humapen ergo, burgundy/clear, beginning on an unknown date for an unknown indication. In 06, the patient experienced hyperglycemia of 20 - 25 mmol/l and was hospitalized. The device was reported to have the cartridge holder of the pen cracked and was loose. The patient stated that sometimes her blood sugar was 21 mmol/l and sometimes 1.5 mmol/l. While an inpatient, the human regular insulin dose was controlled by stix. The human insulin isophane suspension 20 iu and 10 iu continued via the humapen ergo,/burgundy/clear, was continued while in the hospital. Attempted to obtain lot number; information unknown. In the opinion of the health care professional, the event of hyperglycemia was not related to the insulins or to the pen. It was related to family/social circumstances. The event of hypertension was not confirmed by the hcp, therefore causality was not assessed.